Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after a problem with right atrial (ra) pacing and ra pacing impedance measurements of greater than 2000 ohms. When the pocket was reopened, the competitive ra lead fell out of the device header while applying a small amount of traction. The ra setscrew was found to be in the up position. No adverse patient effects were reported as a result of this observation. The physician explanted this device and returned it for analysis.

Event description:
Reporter alleged obtaining a result of 378 mg/dl on aviva system 1 compared back to back with a result of 179 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated that just 30 minutes prior to obtaining the readings, he had taken 22 units of humalog as he normally would have. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.